Event description:
It was reported that the patient had a high infection and the device was programmed off. Further follow-up revealed that no interventions were taken or planned. It was reported that no infection was seen at any anatomical location and that the patient only reported that the "infection level in the blood measurements were found high".